Manufacturer narrative:
Findings: motor error alarmed during basic occlusion testing due to moisture on sensor resistor. Unable to test for prime test, occlusion test and excessive no delivery test due to motor error alarm. Motor was tested outside the device and passed. Unit had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 13.8 mmol/l at the time of the call. The customer stated that they also received a no delivery alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.